Manufacturer narrative:
The previously reported patient death occurred approximately 52 months post the index procedure.

Manufacturer narrative:
(B)(4). Date of death: date of patient death is unknown.

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the right posterior descending. It is reported that patient death occurred sometime post procedure (date unknown). Cause of death is unknown and investigator indicated that it is unknown if the event was related to the study device.